Event description:
The customer stated that they received an alarm from pump. The customer stated that the pump alarmed while disconnected from it. The pump did not alarm when empty. Also, the customer stated that the sound from the pump was muffled. The customer changed out the batteries and the sound was still the same. The customer was advised of the replacement policy.